Event description:
It was reported to boston scientific corporation in 2005 that an enteryx device was implanted (patient information is unk). It was reported that during the procedure there was "excessive resistance." It was also noted that the patient came in for a "24 month post retreatment", in 2007 and reported an "ache or pain in stomach or belly increased."

Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-6335.

Manufacturer narrative:
.

Manufacturer narrative:
Clinical study. The product remains implanted in the patient; therefore, a device evaluation cannot be performed. Note: the product has been removed from the global market in september 2005. Boston scientific corporation no longer produces the reported product.